Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen was damaged and not readable due to riding in a snow machine that flipped. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.